Event description:
It was reported that a customer experienced elevated blood sugar levels of 200 mg/dl for two weeks while using a cleo 90 infusion set. Customer changed sites and delivered correction bolus. No injury reported.